Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Both registrations had touch points, but none of the points were used in registration. An analysis of the patient exams was performed. The logs showed that the first registration had no zone of accuracy, and the other only had yellow zones of accuracy.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that there was an alleged inaccuracy of 3-4 posterior on both sides. The site retraced and added touch points with no resolution. The issue occurred with all instruments. When the surgeon brought the instrument above the patient¿s forehead and above the patient tracker, the model showed it inside of the forehead. The surgeon stated he was still accurate anterior and continued with navigation. The surgery was completed with navigation and there was no impact on patient outcome.